Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio recommended replacing the therapy pcb assembly to troubleshoot the problem. However, a conclusive cause of the failure could not be determined since the customer has declined physio's repair offer due to the device age and costs. The device has been retired/removed from service.

Event description:
It was reported that the device would not operate on ac or dc power. There was no patient use associated with the event.